Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet, including a prolonged low following a standard dinner meal announcement and another period of persistent lows, with documented glucose values down to 57 mg/dl; the user reported treating early before device alerts and considered glucose in the high 70s low for himself. Symptoms included weakness, difficulty thinking, fatigue, dizziness, cognitive fog, and sweating. Outcomes included transient functional limitation during the hypoglycemic episodes without hospitalization. Investigation included troubleshooting and user education on meal announcements, low glucose correction steps, discussion of a factory reset, provision of training materials, and recommendation to connect with a remote trainer. Investigation of this case revealed no device malfunction identified and that the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.